Manufacturer narrative:
No conclusions can be made at this time. A lot number has not been provided, therefore a review of the manufacturing records could not be performed. As reported eleven years post implant the patient presented with a small bowel colonic fistula with infection. Fistula formation is listed in the adverse reaction of the IFU as a possible complication. Regarding infection the warning section states, "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned

Event description:
The following was reported to davol: on (B)(6) 2005 - the patient underwent hernia repair with the implant of a bard/davol composix kugel hernia patch. On (B)(6) 2016 - the patient underwent imaging studies which revealed a small bowel colonic fistula involving the composix kugel hernia patch. On (B)(6) 2016 - the patient underwent explant of the patch. As reported the lateral edge of the mesh had eroded into the small bowel and sigmoid colon and an abscess had formed. A bowel resection was performed with removal of the entire mesh. The surgeon notes that the "struts" (ring) of the mesh were no longer within the mesh pocket in places, however the ring was reported to be intact. The patch was cut in two pieces to facilitate removal. A drain was placed and the abscess was cultured for which both graham positive and negative bacterial were found.